Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the strat probe and drill guide were bent and pass verification. The probe had a geometry error of .2 max geometry 0.5, and it was stated that they could see it was bent. The drill guide had a geometry error .012 max geometry. When testing to see how inaccurate it would be, it would be about 2mm inaccurate. This is expected behavior of the system since the site was manipulating the system into getting it to pass. The site was placing their finger over the divot and then verifying the instrument which allowed the instrument to still pass. Even though the instrument was not in the divot. They used two reference frames and they both did they same thing.  There was no patient involvement.

Manufacturer narrative:
H3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.